Event description:
It was reported that this pacemaker was found to be pacing at a higher than expected rate, which matched the maximum sensor rate. A boston scientific technical services (ts) consultant discussed that this may have been due to occurrence of a lead safety switch due to high, out-of-range impedance. No atrial undersensing was observed. It was reported that the patient will be seen in clinic. This device remains in service.